Manufacturer narrative:
One gold-tite® hexed screw was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the threaded region. The drive feature is worn from use. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite® hexed screws, it is recommended to torque at 20 ncm. A root cause for the complaint cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Patient's identifier unknown/ not provided. Zimmer biomet (B)(4). Patient's age at the time of the event unknown/ not provided. Patient's weight unknown/ not provided. Reporter's last name and fax number not provided.

Event description:
It was reported that the abutment screw (B)(4) fractured. It was also reported that they were able to remove the fractured screw, and the implant is intact.